Event description:
Initial information received from a physician via a company sales representative on (B)(6) 2010: a patient who received treatment with poly-l-lactic acid (sculptra) (lot # and expiration date unknown) for the indication of (B)(6), experienced lumpiness that could be felt, but not seen on an unspecified date "a while ago". Medical history and concomitant medication were not provided. No further medical information was reported. Additional information for injectable poly-l-lactic acid (lot # and expiration date unknown) from product technical complaint report case ID (B)(4) dated (B)(6) 2010, received by (B)(6) on (B)(6) 2010: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the USA and the investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. On (B)(6) 2010 upon internal review this previously non-serious case has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree.